Event description:
It was reported that the ins was stimulating the wrong leg and that the hcp told her that it was because the patient¿s back was not centered. It was noted that a revision was done to attempt to resolve the issue in (B)(6) 2009. Additional information received reported that the manufacturing representative could not recall any information from the 2009 revision. It was noted that the physician that implanted the system had closed his practice and that information could not be obtained from the office or the patient.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).